Manufacturer narrative:
(B)(4)

Event description:
The event was reported by a costumer from USA: "IV tubing malfunctioned coming apart spraying blood on the resident and nurse during blood transfusion. Delay in therapy: unknown. Need for medical intervention: unknown. Patient involvement: yes."